Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer was no longer working. It was indicated that a overheat error was found in the error logs. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was no longer working. The programmer was returned for service. There was no patient involvement.